Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd.

Event description:
Report rec'd of an underdelivery. The pump was returned to the biomedical engineering dept with an unsigned note stating, "not working - error message". No tracking info was provided; therefore, no specific pt info or event details were not available. During testing at the user facility, the device delivered a measured volume of 15ml and 16ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/-5%). There were no reported adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.